Event description:
The customer returned the ultrasound bronchofibervideoscope to the service center for a separate issue. During the device analysis, the olympus service technician indicated that the light guide lens was chipped and the adhesive on the distal sheath was detached was found. It was determined that the light guide lens and the distal end needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the "light guide lens chipped" was due to a stress problem identified. The most probable cause of the "adhesive on the distal sheath was detached" was due to a degradation problem identified. The most probable cause of the stress problem and the degradation problem was a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.